Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that there was atrial oversensing. No intervention was performed.

Event description:
New information available on (B)(6) 2018 states that, there were inappropriate mode switches due to noise artifact on the atrial lead.